Event description:
Consumer's mother reported that she used the product on her 9-year old son on scrapes on his feet and the back of his neck. She stated that he developed little bumps in the area under the adhesive and the hives appeared all over his body. She also noted that his eyes were swollen. She stated that she gave him oral benadryl and applied aloe topically. She indicated that two days later, her son went to the doctor who prescribed antibiotic eye drops and suggested that the consumer use paper tape.